Manufacturer narrative:
Initial and final MDR (B)(4).- device 1 of 3 e1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 16-april-2024, it was reported by the patient that three boxes of infusions set came of within one day of use. No further information was available.